Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the valve was positioned and deployed too aortic (80:20), which produced moderate to severe paravalvular leak (pvl). A second valve was placed, with no pvl. Additional information revealed the patient had severe native valve/leaflet calcification. The coaxial alignment of the valve and delivery system was described as good, as well as the image intensifier angle. The physician was attempting to move the valve 60:40, but the annulus was very calcified and he was unable to attempt to reposition during slow inflation. The second valve was placed 60:40.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the valve was positioned and deployed too aortic, resulting in the paravalvular leak. As reported, the heavy calcification contributed to the difficulties positioning the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.